Event description:
It was reported that the patient had her device implanted in 2006 and developed arachnoiditis about four ago. It was to the point where the patient had to stay in bed all day long and the bee sting sensation was terrible. It was from (B)(6) 2013 to (B)(6) 2013 she had to spend the whole time in bed. The patient was told her arachnoiditis was at a maximum level. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3998, lot# j0406222v, implanted: 2006-(B)(6), explanted: 2014-(B)(6), product type lead. Product ID 3708340, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2014-(B)(6), product type extension. Product ID 3708340, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2014-(B)(6), product type extension. Product ID 37742, serial# (B)(4), product type programmer, patient. (B)(4).